Manufacturer narrative:
Returned meter was set to mg/dl. Memory overwrite was observed. Found calibration parameters reset, errors indicating battery droop, or readings in the glucose log with cal code of 18. Meter is inoperable. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
Customer reported receiving an error 3 upon test strip insertion on their freestyle flash blood glucose monitor. It was then discovered during returned product testing that the meter was confirmed to exhibit the memory overwrite malfunction. There was no report of death, serious injury, or mistreatment associated with this event.